Event description:
It was reported that "the item broke while inside the patient during a pediatric procedure.". The dilator was removed from the sheath over the wire when the piece broke off. The ptient had no harm or injury.

Manufacturer narrative:
(B)(4). The customer provided two images showing a dilator and the pouch label. Visual analysis of the dilator confirmed that it was separated directly adjacent to the hub. The customer also returned one dilator and the kit lidstock for analysis. The cath-lab sheath involved with this complaint was not returned. Biological material was observed inside the dilator body, which confirms the customer report that the sample was used. Visual analysis revealed that the dilator body was separated adjacent to the yellow hub. Microscopic examination confirmed the separation and revealed white stress marks. No other defects where anomalies were observed. The dilator body length measured 35 5/16", which is within the specification limits of 35 1/8"-35 5/8" per the dilator product drawing. The outer diameter of the dilator hub measured 0.178", which is within the specification limits of 0.178"-0.180" per the dilator product drawing. The dilator outer diameter measured 0.1475" , which is within the specification limits of 0.1470"-0.1510" per the dilator extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a separated dilator hub was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator body separated directly adjacent to the yellow hub. It was determined the root cause is likely manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the item broke while inside the patient during a pediatric procedure.". The dilator was removed from the sheath over the wire when the piece broke off. The patient had no harm or injury.